Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 8 years and 7 months post implant of this bioprosthetic valve, the valve was explanted and replaced with a valve of same size and model due to a torn leaflet and severe regurgitation. No adverse patient effects were reported.